Event description:
Healthcare professional (hcp) reports a blood leak into dialysate noted near onset of pt treatment. Healthcare professional reports all dialyzer reused. Healthcare professional reports no pt injury.